Manufacturer narrative:
(B)(4). Date sent: 10/15/2020, batch # u5cg5m, cartridge batch # u5cl82. Device analysis: the analysis results found that the ntlc75 device was received with no apparent damaged and with a reload loaded in the device. The reload was received with the knife exposed and 6 drivers up and the remaining drivers down with staples present and swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge. The device was test with the returned reload and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. It is possible that the knife exposed noted on the reload is consist with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please refer instructions for use. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If the device stapled, was the staple line complete? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? If the device cut, was the cut line complete? Were the cut line and staple lines equal? Was the device fired across a staple line? Did the reload begin to staple and cut, but then jammed? Did the device staple, but there was no cut line? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a hemicolectomy, during colon procedure ntlc did not work. It started the movement and immediately stopped like safety mechanism would interact. The reload was brand new.